Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a left ventricular lead implant, the lead could not be advanced through the inner catheter. The physician commented that the lead was too stiff to be advanced. The lead body was kinked when force was applied in order to be advanced in the catheter. The lead was replaced with another one. No patient consequences reported.